Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing from patient's merlin.net device transmission was noted. Upon review, it was discussed the patient was experiencing a slow vt rhythm at the time, and atrial pacing was partially blanking ventricular events, resulting in safety pacing. Programming changes were suggested. New information later reported that the patient returned to the clinic on (B)(6) 2019 and programming changes were not made. Device remains implanted. The patient is doing well.